Manufacturer narrative:
Evaluation of the power wheelchair pending receipt by quality assurance; however, no malfunction suspected. The end user was learning to operate the power wheelchair when the end user turned too wide in a hallway and hit her right leg against the wall. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
The end user was learning to operate the power wheelchair in the home when the end user attempted to go outside and turned too wide in a hallway hitting the right leg against the wall.

Manufacturer narrative:
Evaluation of the power wheelchair revealed operator error. The end user was learning to operate the power wheelchair when the end user turned too wide in a hallway and hit her right leg against the wall. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
The end user was learning to operate the power wheelchair in the home when the end user attempted to go outside and turned too wide in a hallway hitting the right leg against the wall.